Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the insulin pump had under delivering. The blood glucose value was 37.5 mmol/l and treated with manual injection. The customer alleges pump is under delivering, due to multiple high blood glucose within a day. The product will not be return for analysis.